Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 60 mg/dl and high blood glucose levels of 400+mg/dl. The customer was treated lows with apple juice and high manuel injections. The customer had reported symptoms such as little nausea. Customer¿s high blood glucose level was 400+ mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 368 mg/dl. The customer was assisted with troubleshooting. Customer was admitted into hospital as a result of high blood glucose levels. Customer reported that the high blood glucose levels began on (B)(6) 2017. The blood glucose value when admitted to hospital was 620 mg/dl. The customer complained about hyperglycemia, low blood glucose levels but mostly high. The drive support cap appeared normal. There were no leaks or air bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.